Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to (B)(6). No tests/laboratory data was available. No information was available. No physical product investigation was possible as the device was discarded at the facility. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported the catheter separated into two (2) pieces. Additional information obtained noted the devices in use at the time were a visions pv .018 catheter, a boston scientific .018 guidewire, and a 6x45 cook crossing sheath. Resistance was felt after the second use when the user was advancing the catheter along the wire. The user stated the wire was not sufficiently saturated, and the tip became separated from the catheter in the process of advancing. The separation was noticed before the tip entered the sheath and both pieces were removed from the wire. The guide catheter and guidewire were not removed as a system. All portions of the device were accounted for and the user indicated nothing was damaged inside of the patient. The device was inspected when removed from the packaging and during prep; no damage was observed. The user stated no shaping tool was used on the tip. The patient's treatment was completed by the procedure. No additional medical or surgical intervention was required. No physical product investigation was possible as the device was discarded at the facility. There was no injury or harm to patient. Patient was discharged as expected and patient's condition was noted as "good." Lesion details: left sfa/pop, tp trunk, perineal (B)(4) occlusion.